Event description:
It was reported that pump displayed non-resettable malfunction alarm and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, and technical support confirmed warranty status and shipping address, provided instructions for placing pump into storage mode and returning pump within 10 days using provided materials, and advised customer to program pump settings and reconnect continuous glucose monitor to replacement pump, which was sent to customer.